Event description:
When electro hydrolic lithotriptor unit activated pt "jerked" slightly. Anesthesiologist received shock as he touched pt when machine activated. No changes noted on pt's electrocardiogram. Procedure completed without injury.